Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Regurgitation identified post procedurally has many potential root causes, including structural valve deterioration (svd), non structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A definitive root cause is unable to be determined, however, patient and or procedural factors likely caused or contributed.

Event description:
Edwards received notification that a 67-year-old patient with a 290027mm valve model implanted in aortic position underwent a valve-in-valve procedure after an implant duration of (9) nine years and (11) eleven months due to regurgitation. As reported, patient presented with shortness of breath and bendopnoea. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve with good result. Patient was noted as to be recovering after the procedure.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.